Event description:
An adc customer reported receiving imprecise meter readings of 44mg/dl and 327mg/dl obtained on their fs lite meter within a ten minute time frame. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference in the values are considered clinically significant. The customer also reported at the time the readings were obtained they experienced symptoms of feeling "lightheaded" and self-treated with insulin and food. Customer denied a serious injury had occurred and no third party medical intervention was required. There was no report of death, serious injury or permanent impairment associated with this report.

Manufacturer narrative:
The customer's products have been requested back for investigation and a supplemental report will be submitted once new information is obtained.

Event description:
It was reported that the physician observed a fiber on the intraocular lens after implantation. The fiber was removed, lens remains implanted. Patient complained of a puffy, swollen eye 4 days post-operative and was referred to a consultant for treatment.

Manufacturer narrative:
Customer's product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory however, they were obtained outside the ten minute time frame. This is a final report.